Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The customer contact stated that the device will be repaired at the user facility. As indicated, the device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device door roller pin was broken. The device was returned to the biomedical dept for an unk reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. No additional information was provided.